Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 560 mg/dl. The no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir will be returned for analysis.